Event description:
The plaintiff's atty alleged that the decedent experienced unspecified infection on (B)(6) 2013, experienced unspecified illness on (B)(6) 2013, and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
This is one event (infection) of two events for the same pt involving two separate products.